Event description:
The tricuspid valve was detached. The indwelling period was 18 days.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.